Manufacturer narrative:
A thorough investigation was performed to determine the reported failure. The service engineer verified the issue and addressed the customer¿s immediate concerns by replacing the solenoid. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism, preventing the locking solenoid from fully engaging. The system has been returned to service, and no similar issues have been reported.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid to resolve the immediate issue. An investigation is underway to determine the root cause of the issue. The results of the investigation will be included in a follow-up report upon its completion.